Manufacturer narrative:
Information references the main component of the system and other applicable components included: product ID: 8709sc, lot# n149697024, implanted: (B)(6) 2008, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving unknown medication via an implantable infusion pump. It was reported that the patient developed cellulitis at the pump pocket incision site after the site was "bumped" while maneuvering patient in the wheelchair. The patient developed meningitis, necessitating removal of the pump and catheter. The surgery was performed on (B)(6) 2018. It was unknown if the issue was resolved at time of the report and the patient was in the intensive care unit (ICU). The patient status was asked but unknown. There was no information regarding when the event started to occur. No further complication was reported.